Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received more IV fluid than intended. The device was sent to the biomedical department with an unsigned note stating, "do not use, middle pump triples the dose of fluid." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, all three channels of the device passed testing for delivery accuracy. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.